Manufacturer narrative:
The cts (customer technical support) assisted the customer with troubleshooting over the phone and the customer discovered a disconnected line #26 upon troubleshooting the calibration error. The customer was wearing personal protective equipment consisting of gloves, glasses and a laboratory coat at the time of the event and no injury or exposure was reported. The customer reattached line #26 and no further leaks were observed. Failure mode is attributed to a disconnected line #26 but the cause for the disconnected line is unknown. Issue was resolved by the customer with the help of cts over the phone.

Event description:
The customer reported a contained ise (ion selective electrode) leak involving the unicel dxc 860i synchron access clinical system. The customer was alerted to an instrument problem when a patient sample generated suppressed results (no numeric results) with "sample ref drift" flags for all ise results. A different patient sample was run and the sample also generated suppressed results with "sample ref drift" flags for all ise results. The customer repeated both samples on an alternate instrument and correct results were obtained. The customer attempted to calibrate ise but failed; calibration failures include "range", "ref. Noise", "back to back", "span", and "cal ref 0". There was no change or affect to patient treatment in connection with this event.